Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s ins is discharging too fast. The patient told them about this on monday but they don¿t know which month it started. The caller did confirm that it started this year sometime. They could not troubleshoot during the call because the caller is not with the patient right now so they would call back. Additional information was received from the patient on (B)(6) 2019. The patient was having issues with the ins rapidly depleting. There has been no change in therapy settings or groups. The patient will go to bed with the ins charged to 3/4th of the way and wake up with only 1/4th charge level. Other nights they go to bed with it at fully charged and wake up with only half a charge left. The event began about 3 months ago, but maybe a little longer. The patient was redirected to follow up with their healthcare professional (hcp). The patient¿s case worker then called in inquiring about meeting with a manufacture representative (rep) so patient services reviewed proper process for the patient to reach out to the hcp and if needed they will request a rep presence. The caller indicated that the ins is not working right. There were no patient symptoms reported and no complications reported.